Event description:
It was reported that a patient had an episode of vt, but did not receive appropriate therapy due to t-wave oversensing. No programming changes have been made. The patient will be monitored.

Manufacturer narrative:
(B)(4).